Event description:
There was an allegation of questionable sodium results for qc material and patient results from the cobas 6000 c 501 analyzer after replacement of the electrodes. The customer repeated the samples on another cobas c501 analyzer. Patient 1 initial result was 140 meq/l, and the repeat result was 146 meq/l. Patient 2 initial result was 133 meq/l, and the repeat result was 140 meq/l. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas 6000 c 501 serai number was (B)(6). The customer replaced the sodium electrode again, performed conditioning, calibration, and qc, which was acceptable. The investigation is ongoing.